Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient needed an MRI. The hcp reported the patient said their ins was "not functional anymore" and they didn't have their remote. The hcp was unable to clarify further and was unsure if the ins was at end of service (eos). (B)(6) 2026 additional information was received from the patient (pt). They reported that the stimulation was not in correct position of the body for correct results. The patient stated it has been off since (B)(6) 2025. This was not caused by normal battery depletion. The cause of the ins not functioning anymore was determined to be from the device not installed properly. To resolve the issue, they plan to have the health care provider (hcp) remove the device and install a new devic e. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2026. They reported that what most likely caused or contributed to this issue was the patient's radiation cystitis. They reported that steps taken to resolve the issue included that the patient had an office visit recently to eval the ins. It had been working fine since (B)(6) 2024. They reported that the ins was installed correctly in (B)(6) 2024 as the patient has had normal sensation and function documented post-operatively. They reported that the issue had not yet been resolved. There was not yet a removal or replacement surgery planned. The device was still in use.